Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified no tears in the balloon material. However, during an attempt to inflate liquid into the balloon, a pinhole leak was identified. The pinhole was located at 3mm proximal to the proximal edge of the distal markerband. A visual and microscopic examination found no damage to the distal markerband which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The in-stent restenosed (isr) target lesion was located in a shunt of the mildly tortuous and moderately calcified posterior tibial artery. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However on the second inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The in-stent restenosed (isr) target lesion was located in a shunt of the mildly tortuous and moderately calcified posterior tibial artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However on the second inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.